Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced no icon; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary or adverse reaction in association with this event. There was no patient involved. No additional information is available. This involved a colleague infusion pump with a user interface module master software version 8:11:00.

Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with no icon was confirmed and reproduced. The cause of the reported condition was determined to be power supply printed circuit board (pcb) failure. The power supply pcb was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.